Event description:
New information notes that the device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Review of the device image indicated excess hv charging that depleted the battery. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Event description:
It was reported that during follow-up, premature battery depletion was observed. Device replacement is planned. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.